Event description:
Additional information received reported that the patient was presented to the emergency department (ed). It was noted that the symptoms were unrelated to pump.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8 709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect and was still on oral medication. It was noted that the patient went into withdrawal initially so she had to go back to her doctor for dosage increase. It was reported that the patient felt that she is still in withdrawal with diarrhea and not having pain relief. It was noted that the patient had an appointment with hcp on (B)(6). It was reported that the patient was sick. It was noted that ever since the pump was implanted, the patient had withdrawal. It was reported that the patient was still on fentanyl patches. It was noted that the patient was in withdrawal all the time. It was reported that patient was "not happy with pump". It was noted that the patient was going through withdrawal. It was reported that the patient had uncontrollable diarrhea and has not been able to get out of bed. It was noted that the patient was only on fentanyl orally. It was reported that the patient¿s pump was filled with morphine and fentanyl. It was noted that the patient had never been on morphine before. It was reported that the patient had an appointment with hcp today. It was reported that the drugs used were morphine. It was noted that the daily dose was titrating. It was reported that the cause of the event was dosing adjustments; patient recovered without sequela. It was noted that the event was not attributed to any of the devices. It was reported that there were no surgical interventions performed. It was noted that no hospitalization was required. It was later reported that the patient knows what withdrawal is like because, she experienced it when her catheter broke which occurred the beginning of (B)(6) 2012. It was noted that the patient went through "hell" trying to convince their healthcare provider because, he would not believe her. It was reported that a catheter dye study was done and confirmed the catheter had broke.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 26-may-2017 from a consumer who reported that her catheter broke shortly after she got the pump in 2012. She had tests and a catheter study and they found the broken catheter. The catheter was fixed surgically. The pump was delivering fentanyl (350 mcg/ml at an unknown dose), bupivacaine (5 mg/ml at an unknown dose), and morphine (35 mg/ml at an unknown dose). No further patient complications have been reported as a result of this event.